Event description:
It was reported that this right atrial (ra) lead exhibited over-sensing of noise resulting in inappropriate atrial tachy response (atr) episodes. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).